Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will evaluate. Results are expected soon.

Event description:
It was reported by the customer that, "powerglide would not puncture through patients upper arm basilic vein. When removed, the guidewire was deployed about 1/4 cm and unable to retract. Needle went through patients skin with no issue but met resistance once entering the vein. There was delayed vascular access. It was noted that the patient couldn't position their arm correctly, which caused a very awkward angle for the clinician inserting the device. They mentioned this could have altered their finger placement, which may have lead to prematurely advancing the guidewire. No serious injury was reported."

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of damage to the guidewire causing difficult insertion is confirmed and was determined to be use-related. One 18 ga powerglide pro was returned for evaluation. An initial visual observation revealed abundant blood use residues throughout the returned powerglide pro. It was observed that the guidewire was coming out of the distal end of the needle. The guidewire appeared to have a kink just outside the distal needle tip. The catheter and wings were observed to be attached to the device. A functional test of attempting to retract the guidewire back into the housing revealed the guidewire would not retract back through the needle. A microscopic observation revealed a kink at the distal end of the guidewire. The kink was observed to have misaligned coils. The distal weld tip was observed to be present. No damage was revealed along the needle bevel of the returned device during microscopic observations. Guidewire advancement against resistance, such as into tissue can result in guidewire deformation. This complaint will be recorded for future trending and monitoring purposes.

Event description:
It was reported by the customer that, "powerglide would not puncture through patients upper arm basilic vein. When removed, the guidewire was deployed about 1/4 cm and unable to retract. Needle went through patients skin with no issue but met resistance once entering the vein. There was delayed vascular access. It was noted that the patient couldn't position their arm correctly, which caused a very awkward angle for the clinician inserting the device. They mentioned this could have altered their finger placement, which may have lead to prematurely advancing the guidewire. No serious injury was reported."